Manufacturer narrative:
Eval summary - the device a was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. The analysis showed that the device b was returned with the distal tip of the blade broken off. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b. Mfg date 01/08. Exp date 12/12.

Event description:
It was reported that during an unknown procedure, the device would not work showing an error code 5 and a solid tone; the second device's blade tip broke off. Another instrument was used to complete the procedure with no patient consequence.